Event description:
It was reported that the insulin pump alarmed an error during the rewind/prime process. The customer's blood glucose was 237 mg/dl. Assistance was provided and troubleshooting was preformed, but the alarm persisted, bolus was unable to be delivered, and the bolus did not record in the bolus history, and the customer was unable to perform the self test because the screen kept going back to the rewind step. The discontinuation of the device was advised. Nothing further was reported.